Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign objects were found in scope jet tube and the outside shield unit and cover unit were dirty. However, component analysis of the foreign material could not be identified. The root cause could not be identified. According to the investigation, the most probable cause of the failures found during the investigation circuit board unit in the scope connector dirty due to water leakage, micro connector unit in scope connector dirty due to water leakage, outside shield unit dirty due to water leakage and scope cover unit dirty due to water leakage. However, the investigation could not conclusively specify the root cause of the foreign material that remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the scope jet tube and the outside shield unit and cover unit was dirty. There was no patient involvement.